Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that more than one bg meters were used throughout the same sensor session, and the patient took medication(s) containing acetaminophen. No additional event or patient information is available. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Additionally: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.